Event description:
It was reported that the pacemaker exhibited premature battery depletion and triggered elective replacement indication on (B)(6) 2021. The device was explanted and replaced on (B)(6) 2021. No patient symptoms were reported.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Final analysis found the device was returned with battery voltage above end-of-life. Assessment of the total projected longevity based on the field settings is 3.41 years. The device implant duration is 3.71 years. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion. The device was tested on the bench, and no anomalies were found.

Event description:
New information received noted that there were no complications to the patient's condition before, during, or after the procedure.